Manufacturer narrative:
A golden technologies representative, visited the scene of the fire to determine if the chair was the cause of fire. It is MFR's professional judgement that it is highly unlikely that the lift chair could have caused the fire since it still operated during the fire. If the chair wiring had started the fire the chair would be rendered inoperable, and the fire would have most likely started on the right side seated where the wiring is. Lastly the fire burned downward under the chair through the subfloor around the chair. If the chair caught fire, it would have burned upward, not downward.

Event description:
Patient states that she was asleep in the lift chair and awoke to a sensation of heat and discovered the chair was on fire. The fire was on the left hand side seated of the chair where there was no electrical wiring that was part of the chair. At the time of the fire the chair was still operable, and the patient was able to utilize the electrical lift mechanism in the chair to transfer to their electric scooter and exit the house without any serious injury.